Manufacturer narrative:
We cannot verify the root cause of the defect since the device was discarded by the hospital. We also could not verify the lot number of the device since we have sold them multiple lots. When sales rep. Followed-up with the hospital to find out the lot number, he was informed they do not have any records of the device since they threw everything related away. There was no injury to the patient as the result of this incident. Out of (B)(4) units sold to this hospital since 2015, we found (B)(4) devices are from the lots that we currently recalling. It is likely based on the reported incident that this complaint device is from this recall lot. We have informed the hospital to return all the devices from the recall lots on february 6, 2017. We received response from the hospital stating they have 2 units in stock and will be returning them back to us. Device discarded by user.

Event description:
During femoral - at in situ bypass, blades of the valvulotome did not close inside patient's vein.